Event description:
The husband reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 459 mg/dl at the time of incident. Customer's current blood glucose was 588 mg/dl. Customer treated their blood glucose with manual injections. It was also found the customer had nausea and was vomiting from their high blood glucose. The husband also reported the insulin pump was not delivering insulin and there was an absence of no delivery alarms. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.